Event description:
Reportedly, the physician got difficulties to insert the lead in the crt-d.

Manufacturer narrative:
Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures. As the device remained implanted, no device analysis could be performed. Based on available data, no issue is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures.

Event description:
Reportedly, the physician got difficulties to insert the lead in the crt-d.